Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(kitchen) (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product letter send to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 362mg/dl. The expected fasting blood glucose test result range is 125-165mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 114 and 123mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :362mg/dl date:(B)(6) 2017 time:11:54am fasting, result 2 :234mg/dl date:(B)(6) 2017 time:2:05pm fasting, result 3 :269mg/dl date:(B)(6) 2017 time:11:10am fasting, result 4 :244mg/dl date:(B)(6) 2017 time:7:12pm non-fasting, result 5 :200mg/dl date:(B)(6) 2017 time:9:19am fasting.